Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, pre-close placement of the sutures was achieved in a femoral artery using perclose proglide devices. Reportedly, the sutures of the initial two proglide devices were pre-deployed through an unspecified sized access site. The access site was upsized to 18-french. After conclusion of the evar procedure, an unspecified issue occurred with the sutures. Although hemostasis was subsequently achieved, the method used was not specified. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report.

Event description:
Subsequent to the initial medwatch report, the customer provided the following additional information: reportedly, during deployment through a 7-french access site the sutures of the initial two proglide devices, only a short section of the suture was present when the needle plunger was removed. The suture from a third proglide device was deployed and put off to the side. The access site was upsized to 18-french during the evar procedure. After conclusion of the evar procedure, the suture from the third proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, cuffs, link, and needle tip, key components of the device were not returned; therefore, the reported short section of the suture being present when the needle plunger was removed could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.